Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-00068; related manufacturer reference number: 2017865-2023-00069. It was reported that the patient presented in the hospital with septic shock due to bacteremia. Upon examination, the right atrial (ra) lead was discovered to have vegetation. The entire implantable cardioverter defibrillator (ICD) system was explanted due to infection. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.